Manufacturer narrative:
Follow-up # 1 date of submission 12/04/2014 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 11/14/2014 with the following findings:a review of the pump¿s black box history showed that unexplained power reboots were recorded. Visual inspection revealed that the battery compartment was cracked on the side near the threads and between the bumper pad and cover. The returned battery cap was intact and was able to be secured to the pump. During testing, the pump powered on to the ¿verify¿ screen with audio tones and vibrations functional. The pump was exercised for 24 hours with no power issues occurring. The pump case was removed and no evidence of internal moisture or damage was found on the power circuit. The complaint that the pump had no power was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.